Event description:
It was reported that, "inner shaft broke while trying to implant a 7.5 closed head iliac screw into an under tapped 6.5 hole."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.